Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 47. Ams intepro y-mesh - 47 - attachment: [procodewise summary report -oto - aug 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal pain, hesitancy, vaginal prolapse, vesicovaginal fistula, extrusion, mesh erosion, bacterial vaginosis, cystocele, vaginal bleeding, irritation, vaginal discharge, atrophic vaginitis, urinary tract infection, stress urinary incontinence, scarring, frequency, nocturia, discomfort, bladder pressure, hypertonicity bladder, urethral caruncle, incomplete bladder emptying, cystitis, inflammation, and burning with urination. The device was fully explanted. No further complications have been reported in relation to this event.